Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that dark spots appeared on an instrument after it was sterilized by the user facility.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Returned device exhibited significant pitting with corrosion visible in multiple areas. Various water / fluid stains were also observed on the instrument. The cutting blades had abnormal wear for an instrument of its age, with a yellowed tarnished appearance to which would indicate high usage and reprocessing. The pitting evident on the instrument suggests that the protective coating has been breached which may have led to possible corrosion of the (B)(4) stainless steel from the reprocessing operations. Review of the available re-processing instructions identified that the risk is addressed, it is documented that the appropriate wash media is used and that the items should be checked prior to and post cleaning and disinfecting for damage and wear and cutting edges free from nicks with a continuous edge. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.